Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Kmt engineering evaluated the returned monitor and observed that the root cause of the reported issue appears to be a loose screw on the therapy board that could have contributed to the reported issue. The issue does not appear to be occurring at a rate significant enough to take further action. Will continue to trend for future occurrences.

Event description:
Service required error code r203c (hub device error) code was received on the customer support helpline queue. Customer support called the patient and informed that they would have their wcd system replaced. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.